Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a patient was undergoing surgery for treatment of a gi bleed, and access into the celiac was obtained with 5f c2 and angled glide wire to the proximal gda. The first of the 3x15 versa coils were deployed through the 5f angled glide. The coil tracked and packed well once formed. The physician attempted deployment with the instant detachment and it was unsuccessful. The manual detachment was attempted and the filament broke, two more attempts were made more distal, but the filament broke again in shirt segments. The physician attempted to withdraw the coil, but the entire system jammed and would not move in or out. A hemostat was used on the pushwire to attempt withdrawal without success. A portion of the coil appeared to have stretched back into the catheter. The support sheath was advanced into the hepatic artery to maintain access, and the entire 5f catheter was removed with the coil successfully. A 4f angled glide catheter was then advanced into the gda. A new 3x5 versa was deployed and the instant detacher was attempted three times without success. The manual detachment was performed successfully. A third 3x5 versa was deployed, and the instant detacher was attempted two times without success. The manual detachment was performed with difficulty and a similar jamming issue as the first 3x15. Eventually it released and the physician stated they had to break it loose. Visually, it appeared they retracted it until it snapped loose. As the 4f catheter was not out of the distal sharp turn, a fourth 3x15 versa advanced but stopped short of the 4f catheter tip due to a portion of the previous coil being retracted back into the 4f during previous pushwire withdrawal. The physician withdrew the 3x15 coil quickly and the coil detached distally in the 4f catheter. The coils were attempted to be pushed out of the 4f catheter with a bentson guidewire unsuccessfully. A hydro flush was also unsuccessful. The support sheath advanced back up to maintain purchase, and the 4f catheter and fourth coil were removed. Another 4f angled catheter was advanced, and the case was completed with terumo 035 coils. The bleed stopped and the patient was transported back to the ICU after successful embolization.

Manufacturer narrative:
H3: the coil appeared to be detached from the pushwire. The implant coil was found to be damaged and stretched with the polypropylene filament not intact. The pushwire was found to be broken into 3 segments. The detached element, retainer ring, lumen stop, coin, break indicator, positive load indicator, ai and coupler tubing were found to be missing and not returned. The distance from skive to distal tip end of the broken release wire was measured to be ~27.0cm. Kinks and bends were found along the length of the pushwire. The release wire was also found pulling back and broken. The catheter tip was examined, and no damage was found. The catheter body appeared to be accordioned at 5.0cm to 19.0cm; and kinked at 25.5cm from the distal tip. The broken end of distal tip of the release wire was sent out for sem analysis. The 4f angled glide catheter appeared to be compatible for use with the concerto versa coil as it has a labeled inner diameter (ID) of 0.038". The micro catheter was then flushed with water and found to be patent. The returned coil and catheter could not be used for resistance testing due to the damaged conditions. Per the sem analysis, the broken end of t he release wire exhibited features indicative of torsional overload failure mechanism. Based on the returned devices, the concerto versa coil was confirmed to have "coil resistance in catheter" and "coil stretches" as the returned coil was found to be damaged and stretched. The pushwire was found broken into several segments. It is likely that these damages occurred when the customer attempted to advance the concerto versa coil through the 4f catheter against the reported resistance. However, the cause for resistance could not be determined. Possible causes of resistance include the use of damaged catheter, patient tortuous anatomy and lack of continuous flush with heparinized saline during delivery. However, the concerto versa coil was not confirmed to have ¿non-detachment¿ issue. The root cause could not be determined as the returned coil was already detached from the pushwire. Since the detached element, coin, break indicator, positive load indicator, ai and coupler tubing were not returned; any contribution of the detached element, retainer ring, lumen stop, coin, break indicator, positive load indicator, ai and coupler tubing to the non-detachment issue could not be determined. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.